Event description:
Information received indicates the brake is not holding when the pedal is set.

Manufacturer narrative:
The technician found the brake detent was cracked. He replaced the brake detent to repair the bed.